Event description:
Follow-up with the patient's healthcare provider indicated that the primary location of the infection was the device pocket. A culture of the device pocket was obtained, but it was unknown what organism was cultured. Signs and symptoms of the infection were reported as redness, swelling, drainage, pain, and incisional wound opening. The reporter indicated that both IV and oral antibiotics were administered. Additionally, perioperative antibiotics were administered. The entire system was consequently explanted. It was noted that the infection resolved.

Event description:
It was reported that a patient had an infection following an implant surgery. The reporter stated that the device was implanted in (B)(6) 2012 and by (B)(6) the skin had pulled away from the connector site. It was reported that it "never healed right." The device was removed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# va01pn5, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. (B)(4).